Event description:
Medtronic received information that during the first attempt to implant this transcatheter bioprosthetic valve, infolding occurred upon deployment. The valve was recaptured, withdrawn from the patient's body, and exchanged for a new valve. The new valve was loaded and successfully implanted. Of note, it was reported that the fluoroscopic loading check of the initial valve was reviewed and showed a crown overlap to the 5th node. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29; product lot/serial number: unknown; product type: heart valves product ID: evproplus-34; product lot/serial number: (B)(6); product type: heart valves; implant date: (B)(6) 2023 product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant, the new vale was replaced with a new delivery catheter system (dcs). Of note, the valve loader was not yet certified but no abnormalities were observed during the valve load.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received in original packaging and container jar with clear unknown solution. All leaflets were flexible with signs of creases possibly associated with the crimping and recapturing process. All leaflets were in a closed position. All commissures were intact. The valve was discolored showing evidence of blood contact. The valve was in a crimped state with the inflow exhibiting an elliptical appearance. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition possibly from being in the crimped state for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Static images and a media file were provided for review of the event description. Patient¿s executive summary was provided for anatomical review. Annulus perimeter was 86.9 millimeter (mm) with a perimeter derived diameter 27.7mm suggesting a 34mm evolut. Fluoroscopic valve load inspection was performed and misload is evident, defined by an overlap involving 5 nodes. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. However, for unknown reasons the valve and delivery catheter system were not discarded and was used for the implant. An infold was noticeable at 80% after the first deployment attempt. The infold was confirmed after removal and deployment on the sterile field. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported a new valve was used for implantation. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut system instructions for use (IFU) contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading and to aid in accurate placement of the transcatheter aortic valve (tav) frame paddles during loading. In addition, the IFU instructs to visually and tactilely inspect the capsule for a misloaded bioprosthesis. In this case, a misload occurred. This is a use- related issue. The valve was not used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.